Event description:
The snare was pretested by extending and retracting it. It was then passed through the scope, put into position perfectly and tightened around a large polyp. The physician initiated the diathermy current at setting tbc 2, at that point it became apparent that the diathermy was not working. The diathermy port was checked and was correctly attached to the unit. The erbe unit displayed error messages twice during the procedure. Another erbe unit was used with no success. An attempt was made to remove the snare from the polyp by opening it; however, the snare would not open. The snare was then cut, leaving the loop of the snare attached to the root of the polyp and roughly 50 cm of the catheter distending from the stomach. This enabled the scope to be removed from the pt. The scope was then loaded with a keymed snare and the polyp was cut without problems. It was not possible to remove the broken portion of the snare whichi remained lodged around the polyp; therefore, it was removed during surgery five days after the procedure